Manufacturer narrative:
No product was returned for evaluation. Analysis of the submitted system controller log files showed the system operating as intended with stable parameters. Additionally, a specific cause for the patient¿s driveline infection could not conclusively be determined through this evaluation. Both of the submitted log files captured a loss of external power on (B)(6) 2017 when both power cables were disconnected from a power source. The absence of external power to the system led to the activation of the emergency backup battery (ebb) until power was ultimately restored. No atypical alarms were captured data and the system operated above the low speed limit for both log files. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The history of thrombus was reported under medwatch MFR report number 2916596-2017-00668. (B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with complaints of dizziness. The lvad speed was decreased for notable finding of left ventricular end diastolic diameter (lvedd) of 4.2 centimeters. During review of the system controller log file by the manufacturer's technical services, a loss of external power event occurred during a power source exchange on (B)(6) 2017. The patient admitted to disconnecting both leads at the same time. The manufacturer's technical services representative reviewed the system controller log file, which confirmed the external loss of power event and the backup battery usage. The lvad clinician reported the patient had a history of pump thrombus, but was doing fine and not exhibiting any signs/symptoms of thrombus. The lvad clinician reported that the patient had a driveline infection and was given antibiotics for coverage, however the cultures were negative and the driveline site looked fine. The patient was discharged home. No further information was provided.